Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Following dilatation with a 2.5x12mm emerge balloon and a 3.0x20mm nc quantum balloon, a 3.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent struts got damaged upon entering the lesion twice. The procedure was completed with a 2.75x38mm stent. No patient serious injury or adverse event were reported.